Event description:
This is filed to report a gripper actuation issue. It was reported that patient presented with grade 4 functional mitral regurgitation (mr) and leaflet flail for a mitraclip procedure. During grasping, it was noted that one gripper did not go down to 120 degrees, and the anterior leaflet could not be properly grasped. The gripper stopped at 60-70 degrees. It was noted that the clip did interact with the anatomy, and it was normal interaction that did not result in tissue damage. The clip was removed and a new clip was used. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. The reported positioning failure of inability to grasp the leaflets and difficult or delayed positioning associated with interaction with anatomy could not be replicated in a testing environment as they were related to patient anatomy or procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue and device interaction with anatomy. The inability to grasp appears to be related to the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.